Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 600mg/dl and changed everything but is still high. Troubleshooting was offered to the customer but they declined and ended the call. No further details given.